Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 12/3.5 mm balloon ruptured at 10 atms on the second inflation. (The number of atms reached on the initial inflation is unk.) The lesion being treated was a calcified, 99% stenotic lesion in the distal left circumflex coronary artery. The physician used a neo's rinato guidewire and a mach1 fl4 guide catheter to cross the lesion. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.